Event description:
It was reported that a black dot appeared on the gastrointestinal videoscope's screen due to a missing objective lens. Customer added that it appeared on the lower right when the screen was divided into four. There was no report of patient harm. The device was returned, evaluated, and a foreign object was found in the objective lens. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was partially confirmed. There was a partially dark area on the image due to dirt on the objective lens. In addition to the foreign object found in the objective lens, other evaluation findings are as follows: water tightness was lost due to a pinhole on the channel tube; the bending angle in the up direction and the play of the upward/downward knob were not within standard value due to wear of the angle wire; the adhesive on the bending section cover was cracked; the suction connector was dirty due to water leakage; the plastic distal end cover had a burn; there was a lack of an image on the monitor due to dirt on the objective lens; and the forceps channel port was shaved. Lastly, there were scratches on the following parts: the suction connector, the universal cord, the connecting tube, the scope connector cover unit, the forceps elevator lever, the forceps elevator knob, the switch box, the connecting tube, the scope cover, the grip, and the control unit. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. It is unknown if the customer wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges. However, customer did not presoak the endoscope in the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As it is unknown with the obtained information if the reprocessing has been implemented in line with the instructions for use, the cause of the foreign material inside the objective lens could not be specified. The foreign material could not be identified. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the following warning. <inspection of the endoscope> 8 inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. Olympus will continue to monitor field performance for this device.